Event description:
Pt taken off ventilator and provided o2 via ambubag. Sao2 dropping. Air heard escaping around peep valve. Pt's heartrate dropped. New ambubag obtained and applied with significant improvement in oxygenation of pt. Sao2 increased, improved chest rise. (Peep valve palced on new ambubag and operated normally.)